Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) due to high sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the rv lead had t-wave oversensing (twos). Reprogramming was done, which cleared the oversensing issue and the lead remains in use. No patient complications have been reported as a result of this event.